Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g007 was manufactured on july 08, 2014 to july 09, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed and it was found that the device met product specifications. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused with a patient. Expected infusion time is unknown; however, there was 100 ml of solution remaining in the device after 48 hours of use. There was no patient injury, medical intervention or adverse event reported to be in association with this event. No additional information is available at this time.